Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent premature deployment and stent damage occurred. The target lesion was located in the subclavian artery. An 8.0x30x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, the device was not tracking well over the wire and when the physicians inspected the stent, it was partially deployed and appeared flared. The procedure was completed with an 8x37 express ld iliac / biliary stent. No patient complications were reported and patient's status was fine.